Event description:
I begin experiencing unexplained low back sacroiliac joint pain in 2010 that took a lot of doctors and money and it was never conclusive what was wrong. I was on a top of antiinflammatories that eventually did not help. I was sent to a rheumatologist who said by xrays they believed my joints in hands showed signs of rheumatoid arthritis. I was also experiencing chronic constipation. I experienced occasions of unexplained swelling of lips and hands. In (B)(6) of this year, a rash started on my forearm and it has now spread all over my body except face and scalp. It itches terribly and I have seen my primary care, allergist, and dermatologist and they cannot determine the cause. Lymph nodes began swelling around (B)(6) 2020 and are still swollen. Typically means allergic reaction body is fighting. FDA safety report ID# (B)(4).